Event description:
Reporter indicated the vns computer communication difficulties were felt to be due to the patient's generator being at end of service. No issues are suspected with the vns programming system. As the generator was able to be interrogated successfully at a later date, the communication issues were likely due to electromagnetic interference.

Event description:
Reporter indicated a vns programming system was displaying error messages on the screen such as "you are trying to increase the amps by too high an amount....etc" and that eventually the patient's vns generator was unable to be interrogated at all. The patient was seen again on (B)(6) 2013 and the generator was able to be interrogated. Attempts for additional information about the error messages noted on the computer are in progress.